Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name - pipeline flex w/shield technology model # ped2-500-16. The pipeline flex with shield technology device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. Related mdrs for this event: 2029214-2019-00077 2029214-2019-00078 if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two pipeline flex with shield devices did not open during a procedure. The aneurysm is location in the right internal carotid artery in ophthalmic segment. It was unruptured, saccular, max diameter is 4mm with a neck of 3mm. The distal landing zone 3.7mm and the proximal 4.8mm. The vessel was observed severe in tortuosity. It was reported that during first pipeline placement, medtronic catheter was brought up to m1. There was difficultly opening the distal part of the first pipeline. After two full re-sheath the distal end opened enough to drag into position. Once in position the distal portion of the pipeline opened. When on the bend the pipeline would not open. Re-sheathing the device up to the distal end of the pipeline was performed four times but still pipeline did not open. The device was removed with the catheter. The physician chose second pipeline flex with shield technology device, but this device failed to open and confirmed twisted on two planes. This pipeline was also removed with the catheter and the procedure was stopped. An angio in 6 months will be performed to watch if the aneurysm grows. There were no reports of patient injury in association with this event. The patient presented with minor vasospasm. Post op, the patient remained the same as baseline.